Event description:
1-12-98 found by pt care attendent to be unarousable with urinary incontinence, & labored breathing. Transported by ambulance to hosp. Impression: coma induced by baclofen toxicity. Intubated & placed in ICU. Comatose for about 24 hrs. 1-13-98 extubated returned to alert & oriented. Pt did not want replacement pump. Pump removed 2-25-98.